Event description:
There has been no adverse event. A software implementation error has been identified internally by the manufacturer. This issue is found in raycare 5a, 5b, 6a, including service packs, where an allergy warning against medication substance (drug ingredient) will not be displayed as expected under certain circumstances.

Manufacturer narrative:
A software implementation error has been identified by the manufacturer. This issue is found in raycare 5a, 5b, 6a, including service packs. In raycare, it is possible to define medication for patients, but is also possible to define allergies to substances that are part of the defined medications. In the event that an allergy alert is missed, this could have catastrophic consequences. Worst case scenario is that due to the missing warning, a patient receives a medication that should not have been distributed and has a serious allergic reaction.

Event description:
Follow-up of report rsl MDR: 3007774465-2023-00031 119464 rc allergy warnings. There has been no adverse event. A software implementation error has been identified internally by the manufacturer. The allergy warning for a medication substance (drug ingredient) will not be displayed when adding an allergy to a medication substance in the patient chart when a patient already has a medication with that substance in one specific circumstance. The issue occurs when a new version of the drug ingredient is added and activated in the drug ingredient value set in raycare admin without also updating and activating a new version of the medication.